Event description:
A customer reported that, during cataract surgery with intraocular lens implantation in the left eye, an ophthalmic system had no irrigation going in at some point, and the handpiece attached to the fluid management system was sucking too much. The patient experienced iris peaking, returned to the operating room for incision revision and repositioning of the left iris, and stated that the incision did not heal well. Miochol was used. The current patient condition was unknown. This report was related to the ophthalmic console involved in the reported event.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.